Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact and noise. The device remains in use. No patient complications have been reported as a result of this event.